Event description:
The abbott technical specialist (ts) reported the inability to calibrate the axsym rubella igg assay and observed error code 1018 (calibration check failure, calibrator a rate too large). The ts stated all other axsym assays were calibrated successfully except rubella. The customer was sent new lots of reagent and calibrators for troubleshooting. Upon receipt of the new reagent and calibrators the ts achieved successful calibration and the issue was resolved. There was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.